Event description:
The report received from the affiliate states that during manual compression of the puncture site, the patient suffered groin pain. The patient returned 8 days later for a venogram revealed a pseudoaneurysm. The patient is a (B)(6) female. The product was properly inspected and prepped and no anomalies were noted. A 6fr pinnacle terumo sheath (10cm) was used in the procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button was fully depressed and the plug was deployed. The vcd and sheath were removed as a single unit. Five minutes of manual pressure was held after deployment of the plug. There were no reported bleeding complications. The physician had used the device 80 times prior to this event. It was noted that the patient complained of groin discomfort and that it felt like nerves when pressure was being held post procedure. The next day the patient had groin pain and right leg swelling and returned for a venogram 8 days later. The venogram revealed vein compression. The patient went to surgery for what was diagnosed as a pseudoaneurysm. Patient was taking 8mg baby aspirin per day and plavix 75mg orally. The status of the patient was good following the venous procedure.

Manufacturer narrative:
The product was returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Based on the information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.